Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. A taxus stent was deployed in the distal left circumflex (lcx). The stent was post dilated and was well positioned and well apposed. Approximately 9 months later, the patient presented with chest pain. One week later the patient was brought back for a scheduled percutaneous coronary intervention (pci). In stent restenosis was noted in the previously placed taxus stent. A 10/2.5mm flextome cutting balloon was advanced but could not cross the lesion. Next, a 1.5mm non-bsc device crossed the lesion and was inflated to 8atms. The procedure was completed with a 2.5x12mm nc quantum apex balloon. The restenosis was successfully treated. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4)